Event description:
Additional information received indicated that the suspected cause of the noise was right ventricular (rv) lead insulation damage, which was not confirmed with diagnostic imaging.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing on the right ventricular (rv) lead were observed. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.